Event description:
It was reported that as the nurse attempted to spike the IV bag, the tubing separated at the junction of the drip chamber and IV fluid dripped on the nurse's arm. The fluids being administered had no additives, they were for fluid volume and IV antibiotics post operatively. There was no patient involvement.

Manufacturer narrative:
The customer¿s report of secondary tubing set separation at the drip chamber was confirmed. Visual inspection of the set noted the vinyl tubing was completely separated from the drip chamber outlet port. Fluid was observed leaking from the separation. Examination under magnification noted that during the manufacturing process. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was deemed unnecessary due to a separation. Dimensional analysis was performed on the inner diameter and was measured to be within specification. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Device history record for model ms3500-15 lot 19106261 shows that the set was manufactured on 22 october 2019 with a total of 12,603 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that as the nurse attempted to spike the IV bag, the tubing separated at the junction of the drip chamber and IV fluid dripped on the nurse's arm. The fluids being administered had no additives, they were for fluid volume and IV antibiotics post operatively. There was no patient involvement.